Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance on the rv coil conductor. As the rv lead could not be extracted, it was capped and replaced. No patient complications have been reported as a result of this event.